Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Additional components potentially involved in the event include: common device name: kit implantable slim tip lead, 50cm, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 10811289.

Event description:
It was reported that the patient experienced increased pain post-operatively at the right back. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the system was explanted to address the issue. It is unknown which lead caused the post-operative pain.